Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, dirt was discovered in the device lens. Additional findings include: due to discoloration of light guide lens illumination was uneven, light guide bundle had breakage, due to pinhole on the bending section cover, water tightness was lost. The nozzle was deformed, the suction connector had corrosion. The right/left and up/down knobs were dirty. Due to wear of angle wire, bending angle in up/down and left/right directions did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, due to wear of angle wire, the play of right/left knob was out of the standard value. The forceps elevator wire knob wire was completely cut off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported discoloration on the objective lens, the bending tube was deformed, and the forceps elevator knob wire was not working for the duodenovideoscope on (B)(6) 2023. Upon receipt and inspection of the returned device, it was discovered that the light guide lens was dirty. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the light guide lens dirt was that the lens glue was peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used. Then stain and corrosion (caused by humidity) entered inside the lens through the gap. Olympus will continue to monitor field performance for this device.